Event description:
Patient seen in cardiac clinic approximately 10 days prior for follow up of high imp on his sq lead. There was high suspicion of lead fracture with high impedance. X-ray noticed a probable lead fracture visually. Sq lead removal scheduled and attempted to be inserted through the fracture lead with no luck for traction purposes. Lead body came apart on removal.